Event description:
It was reported that after insertion for a renal cyst procedure, the catheter kinked and split. The physician used the catheter for aspiration and alcohol ablation of a left renal cyst. During dwell time, the pt was rotated in 10 min intervals on the left side, right side, supine and prone positions. After final rotation and procedure was completed, the catheter was noted to be kinked and split along one side but otherwise intact. No pieces were missing. Add'l info has been requested but is not available at this time.

Manufacturer narrative:
Customer complaint could not be confirmed since the device was not returned for prod analysis. Based on the info in the event description, it appears that the catheter device split/kinked/broke due to the exposure to alcohol. The prod label on the pouch of the device instructs the users to "see instructions for use" and the instructions for use, also referred to as directions for use (dfu), for the flexima apdl reg 8f/25 cm device has clear instructions to user warning them not to allow alcohol to come in contact with the catheter since exposure to alcohol may damage the coating and catheter. The most probable root cause of this complaint is user/use error since it appears that the user had not followed the instructions in the dfu which is packaged with the device. A device history record review of lot number 11334204 was performed and revealed no related issues to this complaint.